Event description:
The ge oec 9800 fluoroscopy system had the image continue to rotate (to the camera stop) when the image rotation button was pressed.

Manufacturer narrative:
A ge oec service representative investigated the issue and althouth the malfunction could not be duplicated, removed and replaced the fluoro functions pcb pro-actively. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.